Event description:
When initially implanting the tibial component of the gmk total knee, the surgeon cracked the tibia. The surgeon didn't realize the tibial cracked until reviewing the post-op x-rays. A revision was performed with the substitution of tibia and insert and the implantation of an extension component too, to give the patient more stability. Reference MFR # 3005180920-2014-00057.